Event description:
Following a diagnostic catheterization procedure a vasoseal es was deployed. A large hematoma was noted at the site at the end of the procedure. A vasoseal es was deployed to achieve hemostasis. Hemostasis was not achieved and manual pressure was applied twice for approximately 20 minutes. The pt was discharged home. It is unclear if the pt followed discharge instructions. The pt was admitted to the hosp 6 days later for surgery to correct a pseudoaneurysm. No further complications were reported.